Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the receiver displayed error messages. Reporter did not provide specific error codes. There was no report of injury or medical intervention. No additional patient or event information is available. Data was received for evaluation but does not reflect product at fault. Data review did not confirm the complaint of inaccurate cgm values. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem- correction, if follow-up, what type?: correction.

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the receiver displayed error messages. Reporter did not provide specific error codes. There was no report of injury or medical intervention. No additional patient or event information is available. Data was received for evaluation but does not reflect product at fault. Data review did not confirm the complaint of an error icon displaying. A root cause could not be determined.